Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer also reported that the insulin pump would only rewind half way. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected rewind anomalies were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked reservoir tube window and a cracked reservoir tube lip.